Event description:
It was reported that a peritoneal dialysis (pd) patient found fluid on the floor from an unknown location during fill 4 of 4 of treatment. An air detected in cassette alarm occurred during fill 4 of 4 of treatment prior to the leak. There were no visible holes found. Fluid was not discovered in the pump module area. Technical support assisted the patient to cancel the treatment and let him know to follow up with pd registered nurse (pdrn). Upon follow up, the patient confirmed not being able to tell where the leak came from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient performed a stat drain in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and solution bag are available to be returned to the manufacturers for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
H3 plant investigation: the actual sample was returned to the manufacturer for physical evaluation. The complaint product sample was disinfected and prepared for analysis and no leak, kink or any damage was found. The cycler set was in the expected condition. The complaint product sample was visually inspected. During the inspection, no problems were found in the product, no damage to the line, tears on the cassette nor any other problems were found. The cycler set was in the expected condition. A functional test was performed with the complaint product sample and a cycler machine. During functional test no air bubbles, alarms, leaks or other issues were detected, after completing the test the cassette was removed from cycler and no moisture was found. The test was completed successfully. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler set performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient found fluid on the floor from an unknown location during fill 4 of 4 of treatment. An air detected in cassette alarm occurred during fill 4 of 4 of treatment prior to the leak. There were no visible holes found. Fluid was not discovered in the pump module area. Technical support assisted the patient to cancel the treatment and let him know to follow up with pd registered nurse (pdrn). Upon follow up, the patient confirmed not being able to tell where the leak came from. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient performed a stat drain in the absence of the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set and solution bag are available to be returned to the manufacturers for physical evaluation.